Manufacturer narrative:
The device was returned and the evaluation has been completed. The event was confirmed; the proximal ro marker band had moved approximately 2mm from where it should be seated. The root cause could not be conclusively determined however, may be due to inadequate glue around the proximal ro marker.

Manufacturer narrative:
(B)(4)

Event description:
A reliant balloon was used in a patient during the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm and iliac aneurysm. It was reported that during the procedure the proximal balloon marker moved distally by about 1cm during the second inflation of the balloon during this procedure. This was seen under x-ray. The balloon was inflated within the stent graft. The physician stated the cause is unknown. No calcium or tortuosity was noted. The balloon was removed from the patient and another reliant balloon was used to complete the procedure. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.